Manufacturer narrative:
Results and conclusions: (root cause of the event could not be determined). (Death, stent thrombosis, myocardial infarction). (Device or procedural images not provided for review). (Device not returned for evaluation). (B)(4).

Event description:
Patient presented with ami. Physician deployed 1 resolute integrity drug-eluting stent to treat thrombosis, which had developed in a non-mdt bare metal stent implanted in the lad. Patient had a second resolute integrity drug eluting stent (3.50mm x 18mm) implanted proximal to previously deployed non mdt stents. Approximately 10 days late patient developed thrombotic occlusion in the lad, which was treated with thrombuster and ptca balloon inflation within the resolute integrity stent. It was reported that flow recovered. The patient was monitored in ICU with iabp. It was reported that the patient dies 16 days later due to cardiac failure and myocardial infarction.